Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the oxygen solenoid. The device is back in service.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported that the ventilator is constantly delivering 100% oxygen to patient. The customer reported that the unit was in use on patient, there was no patient harm.